Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and an evaluation was completed. The device received a visual inspection and functional testing. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The cause was determined to be due to a use error of setting the tidal total ultrafiltration removal too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 23:04:55. During night drain cycle 11, the patient's ultrafiltration reading was 2401ml, indicating the home patient drained 1501ml more than their maximum programmed fill volume of 2000ml. No additional information is available.